Event description:
It was reported that the ventilator stopped giving oxygen. Ventilator continued to ventilate air, however, patient had been on 95% oxygen when event occurred. Patient become desaturated. Patient was placed on another ventilator. There was no patient injury.